Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9077776. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see section h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system septum was pushed back into the adapter before use when connecting it with the foreign infusion set. The following information was provided by the initial reporter, translated from chinese to english: "after unwrapped the package and connected with foreign infusion set,it's noticed that septum pushed into adapter"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system septum was pushed back into the adapter before use when connecting it with the foreign infusion set. The following information was provided by the initial reporter, translated from (B)(4) to english: "after unwrapped the package and connected with foreign infusion set,it's noticed that septum pushed into adapter."